Event description:
The following has been reported by customer: upgraded software to new version 2.2f occlusivity test repeatedly failing, even after calibration. Replaced downstream pressure sensor and recalibrated. Occlusivity continuing to fail. Flashed cpu firmware. Issue persists. Replaced membrane and passed occlusivity test. Pump fails flow rate test. Recalibrating and restarting pm. Unable to configure wifi settings. Flashed wifi module software. Unable to update or communicate with wifi module. (B)(6) 2024: unable to connect to drug library. Reconfigured wifi settings and upgraded wifi module software. Despite communication with wifi board software now communication with partner, cannot connect to drug library. Module will need replacement. (B)(6) 2024: replaced wifi card and pump is connecting to network. Pm test failed on flow rate test. Recalibrated and retested pump. Pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the issue was solved by changing the membrane, which corresponds to normal maintenance. Based on available information, this complaint is considered as not valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.